Event description:
Externalized conductors were observed. No electrical anomalies were found. Lead remains implanted.

Event description:
New information received notes patient was hospitalized in (B)(6) 2012 for syncope. High hv lead impedance was observed. Noise was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.